Event description:
The customer reported the system failed to boot up properly. No report of pt injury.

Manufacturer narrative:
The ge rep performed an on site investigation. The MFR's investigation is ongoing. A supplemental report will be filed in 30 days.